Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 6.5mg/ml for a total dose of 1.6236mg/day, compounded baclofen 1500mcg/ml for a total dose of 374.7mcg/day, compounded bupivacaine 30mg/ml for a total dose of 7.494mg/day, and compounded clonidine 750mcg/ml for a total dose of 187.34mcg/day via an implantable pump for chronic low back pain and non-malignant pain. It was reported on (B)(6) 2017 the patient's sister reported the patient was in the intensive care unit (ICU) on a ventilator three days following a pump refill with a 12% intrathecal (it) rate increase. On (B)(6) 2017, the pump was reprogrammed and the it rate was decreased by 25% and the patient was extubated. On (B)(6) 2017 the patient was readmitted with respiratory failure per hospital physician report. An order was provided to have the pump reprogrammed and the it rate decreased. The event required in-patient or prolonged hospitalization. The hospitalization was due to respiratory failure. It was indicated the cause of respiratory failure was related to an increased dose of hydromorphone. The outcome of the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was respiratory failure. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated no diagnostics were performed on the pump or catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and chronic low back pain. The patient was reported to be on a ventilator and unable to speak. The patient had recurring admissions to the hospital for altered mental status. It was reported that the patient had been in and out of the hospital to rehab and then back to the hospitals. It was reported the patient was on baclofen replacement. No further complications were anticipated/reported.